Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative urine hcg on one step hcg urine cassette. Customer reported receiving a false negative result on (B)(6) 2016. Patient's last menstrual period (B)(6) 2016. Caller reported that a confirmatory serum quant test was performed and the results were positive. Quantitative serum result: 346 miu/ml. Customer reported the patient had claimed she previously tested on a home pregnancy test (brand and date unknown) and she obtained a positive value. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with 25miu/ml hcg as well as 100miu/ml hcg urine concentrations. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.